Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment a 6.8 cm in diameter abdominal aortic aneurysm. It was reported that the final angiogram revealed that there was a proximal type I endoleak. The physician re-ballooned the top of the endurant stent graft with a reliant balloon and another angiogram was performed. It still showed the proximal type I endoleak was less but not resolved. The physician elected to implant eight heli-fx aptus endoanchors in the proximal aortic neck and the proximal type I endoleak was resolved. The physician does not know the cause of the event. No additional clinical sequelae were reported and the patient is fine.